Event description:
In 2004, the pt was implanted with a vented clectric left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the closed e.r. For abdominal pain. There was a power limit advisory alarm, and then the pump stopped. Hand-pumping was initated, and the system controller was changed before calling the MFR. The pt was in auto mode, rate of 60, flow 4.6, and stroke volume 83. At admission the pt's blood pressure (bp) was 140/70, and now was running at 200/100. The MFR discussed the need to control and management the pt's blood pressure. The pt's bp did come down to the 120s, but the yellow wrench and power limit advisory alarms continued. The vad coordinator put the pt on an nitro drip. The MFR advised the vad coordinator to transport the pt to an implanting center where they would be able to further assess the pt. The MFR also gave the vad coordinator contact information to the closed center, where they would be able to access a system monitor, pneumatic driver if needed, and wave card for waveforms. The pt returned to pt's medical center the following day. The pt's bp was running at 120. The pt had a CT scan. The results showed a pump pocket infection. The vad coordinator assessed vent holes beneath the vent adapter and the holes were occluded with black "looks like rubber" material. The vent holes were cleared. The pt was admitted due to elevated blood pressures, discussed need for bp control and risk of reducing pump longevity. The vent adapter and filter were changed before calling the MFR, and the hospital disposed of the old filter. The power limit advisory issue has been resolved. The pt remains hospitalized on lvad support while awaiting a heart transplant.